Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the PICC was placed in the right atrium was inconclusive and could not be verified from the image that was provided for investigation. The fluoroscopic image is of the frontal right upper chest. There is a right sided PICC with its tip overlying the cavoatrial junction. No contrast is present on the study. The instructions for use (IFU) states, ¿this is not a right atrium catheter. Avoid positioning the catheter tip in the right atrium.¿ the IFU also states, ¿verify catheter tip location radiographically.¿ instructions for dressing and securing the catheter are also provided in the IFU. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported the PICC was placed "deep in the right atrium." No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the PICC was placed "deep in the right atrium". No other information was provided.